Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number #2916596-2020-03397. The patient's log file showed driveline faults. It was recommended to perform 25 power cable disconnects to confirm authenticity of driveline faults. The patient was issued an orange ungrounded cable after he was admitted. Log files from disconnect test and driveline x-rays were attached. There was possible corrosion or debris on the connector of the driveline. Driveline x-rays showed a thin shield at distal end of driveline. The controller reset/disconnect test was done again and driveline faults were not considered authentic, as there seemed to be some sort of resistance. The most recent set of log files sent on 30jun2020 showed no driveline faults. The driveline fault events appear to be caused by an issue with the driveline, not the controller. The patient had driveline repaired on (B)(6) 2020 for driveline faults. However, he continued to experience them overnight. External section of driveline was returned for analysis. The patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported driveline fault alarms were confirmed through the analysis of the submitted log files, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log files contained data from (B)(6) 2020 and through (B)(6) 2020. Driveline fault alarms were observed throughout the file. The pump appeared to function as intended, above the low speed limit for the duration of the file. Following a controller exchange, the submitted log files contained data from (B)(6) 2020. Starting on (B)(6) 2020, driveline fault alarms were observed. On (B)(6) 2020, a driveline repair was performed. Following the repair, driveline fault alarms continued until the end of the file. It was noted that another log file was provided that observed driveline fault alarms throughout the duration of the file. All of the observed driveline fault alarms did not interrupt pump function. The pump appeared to function as intended. Based on heartmate ii complaint history and similarly reported events, the events captured in the log files appear consistent with a driveline wire issue; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 18¿ of the external portion of the driveline was returned for evaluation. The pins of the metal connector were unremarkable. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation. In addition, each wire was forcibly tugged on to help reveal partial or total fractures of the conductors; however, the insulation and the underlying conductors appeared to be completely intact. The driveline was then submerged in a saline bath for high potential testing. This test did not reveal any areas of current leakage along the driveline. Following the driveline repair, the account communicated that the patient continued experiencing driveline fault alarms. The patient was not a candidate for an exchange. The patient was provided with an ungrounded patient cable. The patient was discharged home and remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05oct2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii left ventricular assist device (lvad) drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. Both documents also address all system controller alarms and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had a routine clinic visit on (B)(6) 2020 and while in the clinic the patient communicated that he had been having audible alarms at home. Upon device interrogation it was noted that there was a large abundance of driveline fault alarms. The manufacturer's technical services representative communicated that the log file was filled with driveline fault events and phase c continued to be the phase causing the alarms. It appeared that phase c had a fractured conductor. It appeared that the driveline repair in july did not resolve the issue and the damage was likely internal. Technical services noted that an ungrounded cable would not prevent driveline fault alarms but would prevent pump stoppages if the issue matured further into a short to shield. In july it was noted that the patient was not a candidate for pump exchange. The site decided to send the patient home on an ungrounded cable.